Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: the run data file showed that the operator made 6 draw flow adjustments down within 3 minutes procedure time in response to ¿draw pressure too low¿ alerts. These adjustments significantly reduced the inlet flow, and therefore the flow through the lrs chamber. When the flow through the lrs chamber is greatly reduced, the risks of wbc contamination are increased.

Manufacturer narrative:
This report is being filed to provide additional information.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information. Updated root cause: the run data file showed that the operator made 6 draw flow adjustments down within 3 minutes procedure time in response to ¿draw pressure too low¿ alerts. These adjustments significantly reduced the inlet flow, and therefore the flow through the lrs chamber. When the flow through the lrs chamber is greatly reduced, the risks of wbc contamination are increased. Therefore, it may be helpful for operators to ensure that the donor¿s access is actively maintained. This may include a needle adjustment, keeping the donor warm, verifying that the donor is squeezing appropriately, and verifying that the cuff/tourniquet pressure is appropriate. If, after checking all the previous items the access alerts continue, then the draw flow speed may be adjusted downward one time. It is not recommended to make multiple downward flow adjustments within a short time.

Event description:
The platelet collection set is not available for return because it was discarded by the customer.